Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system did not start as no boot up information was displayed on the data monitor and all monitors were blank. The fse found symptoms which were consistent with a startup failure of the single board computer (sbc) located in the pc box in the m-cabinet. The fse replaced the sbc according to the procedures described in the technical documentation. Analysis of the log file could not confirm the reported issue. After replacing the sbc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.